Event description:
Team attempted to staple the middle and left hepatic veins with a vascular endogia. With releasing the stapler, there was massive bleeding from a sizable hole in the vena cava.====================== manufacturer response for staple load, autosuture (per site reporter)======================they want us to start using a different stapling product called a tri-staple. It has three different size staples in the load so it makes rows that vary slightly in tightness. The three sizes are 2.0mm, 2.5mm and 3.0mm from innermost to outermost. They feel that this is a better choice for bigger veins than the standard 2.0mm "vascular" staple load is.====================== manufacturer response for stapler handle, autosuture (per site reporter)======================they promoted an alternative stapler handle that is easier to use.